Event description:
It was reported that during a balloon angioplasty treatment procedure a tip detachment occurred. Access was gained through the left fistula. The target lesion was the arterial side of the arteriovenous fistula. The tip of the -imager ii/ 4/ bern/65/035 catheter detached on the amplatz super stiff wire. The catheter was removed and the wire was pulled back and the tip was pulled into the non bsc sheath. The sheath was pulled out with the tip inside. The tip was removed and the rest of the procedure was proceeded with angioplasty to the fistula. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).